Event description:
Related manufacturer reference number: 1627487-2022-03745; related manufacturer reference number: 1627487-2022-03901. It was reported that the patient experienced pain at the ipg site and numbness down the left leg coinciding with the left l1 lead. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue. It is unknown which lead was on the left side; therefore, both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.